Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2318500 model: sc-2318-50 serial: (B)(6) batch: 5002245.

Event description:
It was reported that the patient was sent to the (ER) emergency room due to an extreme headache and some hearing loss following a revision procedure (MFR. Report number: 3006630150-2025-00486). The patient had a blood patch, taken tylenol and was doing well.